Event description:
Rptr had her initial back injury 2/25/92. She had a fusion with hardware implanted in 1/93. In 7/93, she had "360" fusion and in 11/93 she had "failed fusions" and hardware removed. She has problems with back and leg pain, migraines and bladder dysfunction. She has had physical therapy, pain management therapy and insertion for pain, depression, stress, "stomach stress" and sleep. She also takes a stool softener. She has permanent disability and pain in lower back, hip and leg. (*)